Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset procedure. The malfunction code did not recur after the reset, and the customer was advised that they could continue using the pump. They were also instructed to contact support again if the malfunction occurred in the future, which they acknowledged and understood.